Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device could not be fully or partially recaptured. The shoulders would not collapse and it appeared the device was caught on the tissue of the appendage, as the tissue pulled back when attempted to be recaptured. After the multiple attempts to recapture the device, it was even more proximal. Compression was 7/9%, according to the echo measurements; however, the device was not compressed on fluoroscopy. There were no leaks on transesophageal echocardiogram at the time of release. The patient experienced symptoms of hypotension while the device was in the mitral valve. She also experienced shortness of breath/difficulty breathing. Once the device was snared/removed, her symptoms improved and she became stable. She remained stable and was then was brought to the ICU.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2018-00759. It was reported recapture difficulties and subsequent device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and then a 30 mm watchman ® laa closure device and delivery system (wds) was advanced. The closure device was positioned and deployed. However, the closure device landed too proximal so therefore needed to be recaptured. Several attempts were made to recapture the device by two physicians, but they were not successful. The physician then did a tug test and thought the device might be stable, so they opted to release the device in the laa. A short time later, it was noticed the device was not in the laa. It had embolized and was hung up on the mitral valve. They were able to snare the device successfully. The procedure was aborted and the patient was transferred to the intensive care unit. The patient¿s condition is stable.